Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery or history anomalies were noted.

Event description:
The customer stated that the insulin pump delivered about 100 units of insulin over night. The customer was treated in the emergency room for hypoglycemia, with blood glucose levels in the 40 mg/dl range due to this delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. Everything seemed correct in the bolus and alarm histories. The insulin pump also passed the self test. Advised that the insulin pump would be replaced. Nothing further was reported.